Event description:
Event description cpi received information that this transvenous defibrillation lead was removed from service because of a drop in impedance measurements. During the replacement procedure, the physician noted that the patient's defibrillation thresholds were high and elected to implant a subcutaneous array.